Event description:
It was reported that the pump battery would not charge and the screen remained dark. The blood glucose level was within the normal range of 54-500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try different power sources, but the issue was unresolved, leading to a decision to replace the pump. The customer was advised to use multiple daily injections as a backup insulin therapy and instructed on returning the pump to tandem.